Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had a keypad anomaly and the buttons were unresponsive. Customer¿s blood glucose was 150 mg/dl at the time of incident. Troubleshooting was performed and the insulin pump was not bumped or dropped. Insulin pump is being replaced and is expected to return for analysis.